Manufacturer narrative:
(B)(4). Conclusion: user error caused the event. The attending physician lost both visual and tactile control of the sheath during use.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2015 . The physician cut the mesh but failed to pull out the plastic sheath and a portion of the sheath remained in the patient. At the time of scheduled discharge on (B)(6) 2015 the patient was not experiencing any post op difficulties. Additional information was requested.

Manufacturer narrative:
It was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable.